Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888q33, lot# va07lh8, implanted: (B)(6) 2014, product type: lead. Product ID: 3888q45, lot# va07n8d, implanted: (B)(6) 2014, product type: lead. Product ID: 3888q45, lot# va07n8c, implanted: (B)(6) 2014, product type: lead. (B)(4), analysis of the lead found that the lead distal end conductor was broken. The # 0 wire was broken between the #5 and #6 electrode.

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient did not want stimulation anymore. The outcome was resolved without sequelae. The patient withdrew from the study. It was unknown why the patient withdrew from the study. Relevant medical history included: spinal pain.